Event description:
It was reported that dust and ants were noted in the peritoneal dialysis prep kit. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.